Event description:
The complaint/event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. Fluid was reportedly leaking from the intravenous tubing filter onto a patient during outpatient infusion of an unspecified chemotherapy during a normal saline flush. The patient¿s skin was cleaned according to the facility's biohazard policy. There was no reported human harm associated with the complaint/event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.